Manufacturer narrative:
(B)(4): the complaint is being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the shocks were not getting delivered. There was no patient involvement.